Event description:
The patient reported experiencing elevated blood glucose levels after an unspecified duration of pod wear and indicated having a hospital visit related to eye bleeding. No specific blood glucose values were reported. It is unclear whether the hospital visit was due to the eye condition or was associated with the reported elevated blood glucose levels. It was further reported that a retinologist later indicated that the eye issue could be related to diabetes or blood pressure, but no definitive cause was specified, and it was unclear whether the issue was related to omnipod use or to long term diabetic complications. The patient declined providing further information regarding the event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and eye condition. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.